Manufacturer narrative:
The device has been returned for evaluation, but the manufacture report is not yet available. A review of the device history record (DHR) associated with lot f2106401 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported event. Additional information is pending and will be sent in upon 30 days after receipt.

Event description:
As reported, the balloon of a 5f mynxgrip vascular closure device (vcd) burst when it was tested pre-operation. There was no reported patient injury. The device was stored as per labeling and was opened in a sterile field. The device was stored in the cath lab for three days. The product was stored, handled, and prepped per the instructions for use (IFU). There was no reported difficulty removing the product from the packaging. There was no damage noted to the product upon inspection prior to use. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections g3,g6, h2, h3 and h6 have been updated accordingly. As reported, the balloon of a 5f mynxgrip vascular closure device (vcd) burst when it was tested pre-operation. There was no reported patient injury. The device was stored as per labeling and was opened in a sterile field. The device was stored in the cath lab for three days. The product was stored, handled, and prepped per the instructions for use (IFU). There was no reported difficulty removing the product from the packaging. There was no damage noted to the product upon inspection prior to use. The device was returned for analysis. A non-sterile mynxgrip vascular closure device 5f was returned for investigation. Per visual analysis, the shuttle cartridge was engaged to the black handle. The advancer tube remained in the manufacturing position. The sealant was partially seen on the catheter shaft, exposed to blood. The syringe was connected to the device with the stopcock open. The procedure sheath was separated from the device. It was reported that ¿the balloon of a 5f mynxgrip vascular closure device (vcd) burst when it was tested pre-operation.¿ however, it was observed that there was blood on the surface of the balloon and onthe returned device, and that the sealant sleeve was displaced against the shuttle handle, which indicates that the device may have been inserted into the procedural sheath during the procedure. The condition of the returned device does not match the complaint description. Per functional analysis, the balloon was inflated with air, and pressure was maintained with proper functioning of the inflation indicator as per mynxgrip instructions for use (IFU). Per dimensional analysis, the inflated balloon diameter was verified and noted to be within specification. Per microscopic analysis, visual inspection at high magnification revealed that there was no saline in the balloon of the returned device. The condition of the returned device indicates that the balloon may have not been purged of air during the preparation phase. A product history record (phr) review of lot f2106401 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure at prep¿ was not confirmed during analysis of the returned device. The returned device performed as intended per the instructions for use (IFU). The exact cause of the reported event could not be conclusively determined. According to the instructions for use (IFU) which is not intended as a mitigation of risk, users are instructed remove the balloon catheter from the tray by holding the shuttle and pulling the device out of the protective tubing. Fill the syringe with 2 to 3 ml of sterile saline, attach to the stopcock and draw vacuum. Check the luer connector and tighten if necessary. Inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and the syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.